Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on pump screen. Customer's blood glucose level was 122 mg/dl. The pump was replaced to address the issue.